Event description:
The customer reported that the unit gave a shock output malfunction inop when performing a 200j output test.

Manufacturer narrative:
The customer reported that the unit gave a shock output malfunction inop when performing a 200j output test. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.